Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the balloon separated. A 6mm x 2cm x 50cm peripheral cutting balloon was selected for use in a procedure. When removing the introducer, the balloon separated. No patient complications were reported.